Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported transient heart block remains unknown.

Event description:
During a slow pathway modification procedure for typical avnrt, transient heart block occurred that recovered by the time the procedure was finished. When the tacti cath se ablation catheter was advanced toward a manual 3d his lesion in the right atrium to check for his signal following delivery of rf lesions for slow pathway modification, the patient entered complete heart block with a junctional escape. The complete heart block went unnoticed in the procedure for about 1 minute. Before the complete heart block was noted, two additional rf lesions were delivered in the slow pathway area, and slow junctional rhythms were observed during ablation. After the final lesion, the complete heart block was noted by the physician. The tacti cath se ablation catheter was removed from the slow pathway area and placed into the ivc to see if av synchrony would return. After a few minutes, the patient entered second degree 2:1 av block. The physician then administered isuprel. After the isuprel was stopped, the patient was still experiencing 2:1 av block. At this time, the physician removed all catheters from the body and declared the procedure to be over. As anesthesia began waking up the patient, av synchrony was restored and the patient was stable upon leaving the lab.